Manufacturer narrative:
Evaluation, results: related to operational context (it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related); failure to follow instructions (lesion was not pre dilated as per IFU instructions); inherent risk of procedure (stent embolization); deformation problem. Conclusion: known inherent risk of a procedure (stent embolization); operational context caused or contributed to event (it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related); failure to follow instructions (lesion was not pre dilated as per IFU instructions). (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the lad. The device was removed from its packaging with no issues noted. It is unknown if the device was inspected prior to use. The lesion was not pre-dilated before attempted stent implantation. It was noted upon advancement of the device over the target lesion that the stent was not present on the balloon. The physician removed the device and carried out an angiograph to locate the stent but could not find it. The physician concluded that the stent was not present on the device. No force was required and no resistance was encountered when advancing the device across the target lesion. The device did not pass through a previously deployed stent. The physician finished the procedure with another resolute integrity device. No patient injury reported. Device evaluation summary: the stent was not present on the balloon. The balloon folds were open indicating that the balloon had been inflated previously, there was evidence of contrast in its inner lumen. Crimp impressions were visible along the balloon working length. Image review summary: review of the cardio-angiogram images show the complaint device at the lesion site with no stent present. The balloon of the device is then partially inflated which appears to open up the vessel slightly. The dislodged stent could not be seen in the surrounding vessels or on the guidewire in the cag images. The complaint device is then retracted from the patient. The cag then shows the advancement of the resolute integrity device which was used to complete the procedure. The stent is deployed successfully at the lesion site with a good result.